Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii.

Event description:
Patient reported "increased breast pain" and "capsular contracture with right side complaints of grade 2-3 occurred". Device has been explanted. This record relates to the right side.

Event description:
Patient reported unknown side "increased breast pain". Later reported ¿capsular contracture baker grade 4¿, "rupture" and "scattered benign-type micro- and macro-calcifications.¿ later reported, "the patient started having strange illnesses. Doctor diagnosed dermatographia, which is a rare skin disease. She had many examinations but could not find the cause of the development." Device has been explanted and replaced with non-allergan implant. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Missing shell assessed as inconclusive. Observed 1 opening assessed surgical damage and observed broken device assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ calcification ¿ ndr: unable to observe as it is not related to the device. ¿ other-medical -ndr: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "increased breast pain" and "capsular contracture with right side complaints of grade 2-3 occurred". Device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Calcification -ndr: not applicable as the event is not related to the device. Other-medical -ndr : not applicable as the event is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient later reported right side capsular contracture, baker grade IV and rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, h6. Reason for reoperation: rupture.